Event description:
Reporter's back-to-back blood glucose comparison tests resulted in blood glucose readings of 159, 181 and 209 mg/dl respectedly. Control solution test results were 105(87-130) mg/dl. Reporter was not experiencing any symptoms.